Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 18 mmol/l; cause was due to battery fluctuating resulting in pump shutdown. Customer received a shutdown alarm. Customer delivered a correction bolus to address bg level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.